Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 pocket b1 cubie had failed. The customer stated that the malfunction occurred during medication dispensing, and accessing medications from another pyxis station caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie pocket was failed. A field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was needed. The system functioned as intended after the customer resolved the issue.